Event description:
Bilaterl silicone gel breast implants were removed due to probable rupture. The right implant was found to be ruptured anteriorly and was removed. A total capsulectomy was then performed. An identical procedure was carried out on the left. This implant was also ruptured.